Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis simplicity preloaded intraocular lens (iol) was partially inserted into the patient's right (od) eye. The lens was stuck in the cartridge and would not fully discharge. There was no additional surgical intervention performed and no information provided on patient outcome. No further information is available.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: 5/11/2021 section h3. Device returned to manufacturer? Yes device evaluation: visual inspection using magnification was performed to the returned sample: the plunger and pushrod was observed in advanced position, residues of viscoelastic material was observed on cartridge. The cartridge tip was observed deformed. The lens returned outside the device. The lens was observed broken and with one of the haptic detached. The detached haptic piece was not returned. The other haptic was observed at folded position. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: since the product was not returned, the complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.